Event description:
It was reported that there was noise noted on both the right atrial and ventricular leads. The leads remain in use. The patient was reported to be enrolled in the (B)(4) clinical study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the leads were not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed three episodes of atrial and ventricular noise on (B)(6) 2012, all which occurred within one hour of each other. No subsequent episodes of noise in the following four months of device data were noted. The physician obtained an x-ray and reported no abnormal findings.